Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the intellivue mx800 patient monitor did not alarm for a desaturation event for the patient in bed tr61 on (B)(6) 2022 between 13:02 and 13:04. The device was in use on a patient. There was no report of patient or user harm.

Event description:
It was reported that the intellivue mx800 patient monitor did not alarm for a desaturation event for the patient in bed tr61 on 31-january-2022 between 13:02 and 13:04. The device was in use on a patient. There was no report of patient or user harm.